Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. It is presumed that an edged part of the device, that could not be identified with the provided information however is highly supposed to be used with prowaterflex guidewire, such as metallic inserter tool, was contacting the guidewire with angle, and the device was advanced over the guidewire, so that the ptfe coating of the guidewire was exposed to excessive abrasive and scraping force, resulting the scratching and peel-off damage. Since the provided information is limited, and the guidewire was not available for investigation, details of the event including the above presumption could not be determined. In the production process, namely after the ptfe coating over the shaft, coating adhesion test is conducted with each coating lot in order to check that the adhesion strength meets the products specifications. Review of the products experience report history revealed no report that indicates or suggests the damage of the ptfe coating not due to the scratch or scraping with excessive contact force. All the products are inspected for meeting the products specifications and shipping criteria, consequently there is no indication of a product deficiency. Warning section of instructions for use describes, never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, otherwise the surface of guidewire may be damaged significantly. Separation or breakage of guidewire as ones of possible complications and adverse events.

Event description:
It was reported that the procedure was to treat an obtuse marginal artery. A non-abbott guiding catheter was in the left coronary artery. A prowater guide wire was advanced into the obtuse marginal branch across the occlusion. During the procedure, it was noted that small green flecks of material were seen in the aspiration basket. There was no clinically significant delay in procedure and no adverse patient effects. The patient was transferred to (B)(6) hospital for unspecified reason. No additional information was provided.